Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related MFR report: 3006705815-2020-32040 and 3006705815-2020-32041.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-32040 and 3006705815-2020-32041. It was reported the patient had the scs system explanted. The reason for the explant was undetermined at this time.